Manufacturer narrative:
It is unlikely that injury to the operator would occur when performing the maintenance procedure for cleaning the sample rack trays; however an updated cleaning procedure is being implemented to further avoid the risk of injury. A communication is being sent to customers which provides instructions for effectively cleaning sample rack trays, while helping to avoid the risk of injury. The operator¿s manuals for the affected analyzers/systems will be updated at a future date.

Manufacturer narrative:
.

Manufacturer narrative:
.

Event description:
While the customer was attempting to clean up a sample spill, she cut her finger on the rack tray guide. The cut was approximately one inch long on her index finger. The customer described the cut as "like a large paper cut". The customer went to their employee health department then on to the ER for a work up (bandaging and blood draw). She was treated with "anti-viral meds" which made her sick and she had to go home from work. The customer's current condition was "recovered, back at work". The customer was wearing gloves and a lab coat during the event. The field service representative determined the issue was due to operator error. He reviewed with the customer the proper way to clean the rack trays.

Manufacturer narrative:
The cleaning procedure for the rack tray guide will be updated to include a warning of possible sharp edges. In addition, the cleaning procedure will be updated to ensure the directions are more specific to avoid any risk of cuts to the operators in the future. There have been no additional incidents of other operators being injured in the same manner.

Manufacturer narrative:
Mandatory updated cleaning instructions are being provided to all current customers as well as future customers. The update of the cleaning procedure contains proper instructions and warnings not to touch the edges of rack trays and includes instructions for safe handling of the parts to avoid the risk of injury.